Event description:
The fixation screw broke when the handle was impacted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation conducted indicated that the event was attributed to misuse.